Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal gablofen (concentration and dose unknown) via an implanted pump. It was reported the catheter tip moved to the epidural space from intrathecal. On the date of this report, the catheter tip was replaced (with a new 8782) and the explanted portion would not be returned, customer discarded. The patient experienced withdraw of baclofen. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. The issue was resolved at the time of this report. The patient¿s weight, medical history, and status at the time of this report was asked but unknown.